Manufacturer narrative:
Try to download unit to carelink to verify communication. The insulin pump was unable to download unit due to several failed on startup alarms at the alarm history file. Failed on startup alarm occurred due to a corrupted history file. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer's blood glucose was 112 mg/dl at the time of incident. The insulin pump will be returned for analysis.